Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice (hc) during use during initial drain. The rn stated that there was air in the patient line. The rn would start over with new supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. She stated they had skipped therapy for that night, and had had the homechoice swapped out for a new one. She did not note anything unusual about the supplies. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.